Event description:
It was reported that a patient with a 30mm 5200m annuloplasty ring in the mitral position underwent a valve-in-ring procedure after an implant duration of seven (7) months due to mitral regurgitation. The mvir procedure was performed with a 29mm 9600tfx transcatheter valve. The patient tolerated the procedure without difficulties and was sent to recovery with stable vitals. The physician felt the annuloplasty ring did fail because it was implanted for less than one year.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 30mm 5200m annuloplasty ring in the mitral position underwent a valve-in-ring procedure after an implant duration of seven (7) months due to mitral regurgitation. The mvir procedure was performed with a 29mm 9600tfx transcatheter valve. The patient tolerated the procedure without difficulties and was sent to recovery with stable vitals. The physician felt the annuloplasty ring did fail because it was implanted for less than one year. There were no structural deficiencies or malfunctions of the subject device.